Event description:
Three years after breast implants, I suddenly got sick, had severe anxiety, rash, blurry vision, hair falling out, acne, bowel problems, fatigue, pain in joints, breast pain, sweating, body odor, severe brain fog, ear pain, sinus mucus, throat mucus, feeling so unwell and getting worse. Had to stop working, dr has done so many blood tests. Everything comes back fine. Had MRI, cat scan. Nothing found out. I know I'm very sick and my implants are silicone and are making me very sick. I feel like I'm being poisoned by them. I've always been very healthy until one day I woke up with severe rapid heart rate, and rash and I've went down hill from there. Don't have money to remove them but hoping insurance will help me. Wanted to warn others hopefully we can get some help with this. Thank you, (B)(6). Many blood test and scans nothing ever comes back bad, normal results from bloodwork and test. FDA safety report ID# (B)(4).